Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-04196 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2010. According to the complainant, a 5 cm tumor was to be treated using radiofrequency ablation. The ablation was to encompass the s4, s5, and s8 segments of the liver and part of the pancreas. Prior to performing the ablation, percutaneous ethanol injection therapy (peit) was performed at the ablation site. The tumor was then ablated for a duration of 8 minutes with roll-off being achieved at that time. However, post procedure, the ablation zone appeared to be larger than that which would be expected for the electrode used. Additionally, the site indicated that the patient sustained a puncture-site burn from the electrode. It was confirmed that there was no damage to the insulation on the electrode. It was reported that following the procedure the patient encountered liver dysfunction, bilirubin/crp increases, and pancreatitis. The account further revealed that the patient has been in ICU and is improving. It is unknown if the puncture-site burn required treatment.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-04196 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, a 5 cm tumor was to be treated using radiofrequency ablation. The ablation was to encompass the s8 segment and part of the s4 liver segment at a depth of 3 to 4 centimeters from the liver surface. The tumor diameter was 4.5 centimetres. However, unintended ablation occured to the s5 liver segment and part of the pancreas. Prior to performing the ablation, percutaneous ethanol injection therapy (peit) was performed at the ablation site. The tumor was then ablated for a duration of 8 minutes with roll-off being achieved at that time. However, post procedure, the ablation zone appeared to be larger than that which would be expected for the electrode used. Additionally, the site indicated that the patient sustained a puncture-site burn from the electrode. It was confirmed that there was no damage to the insulation on the electrode. It was reported that following the procedure the patient encountered liver dysfunction, bilirubin/crp increases, and pancreatitis. The account further revealed that the patient has been in ICU and is improving. It is unknown if the puncture-site burn required treatment.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Environmental stress testing, under conditions of high and low temperature, high and low margin (supply) voltage, and short-circuit shutdown, was performed. The generator did not exhibit any malfunction which could account for the event. Furthermore, the device passed all performance criteria of its final test procedure. The condition of the returned incident device showed no evidence of any defect which could have contributed to the event. The complaint was not confirmed. However, the reported event is a known physiological effect of the procedure. Therefore, the most probable root cause is anticipated procedural complication. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number. A labeling review was performed and no anomaly was found. (B)(4).

Manufacturer narrative:
(B)(4) (extended ablation zone). The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).

Event description:
Additional information - the leveen coaccess electode system was used with a plastic needle guide manufactured by (B)(4) medical. The introducer was used with the electrode and was inserted at an angle to the ablation site. During the procedure, the progression of the ablation was monitored under echo. Corrected information - was: the ablation was to encompass the s4, s5, and s8 segments of the liver and part of the pancreas. Should be: the ablation was to encompass the s8 segment and part of the s4 liver segment at a depth of 3 to 4 centimeters from the liver surface. The tumor diameter was 4.5 centimetres. However, unintended ablation occured to the s5 liver segment and part of the pancreas.